Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was having low speed operations.; the patient also had a power spike over 10 after a pi event. The log file review confirmed speed drops below the low speed limit. X-rays were submitted of the internal and external percutaneous lead and the hospital was concerned about a possible percutaneous lead fracture.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.